Manufacturer narrative:
(B)(4).

Event description:
This patient was non-compliant. The lead dislodged sometime in 2016 but the revision did not take place until (B)(6) 2018. The physician attempted to reposition the lead but was unsuccessful; the lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.